Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter (vitrectomy probe) was defective as there was no cutting and suction function before vitrectomy surgery. The replacement was done with new product, and completed surgery without any impact to the patient.